Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event vascular occlusion was deemed to meet the serious criteria of required intervention to prevent permanent damage. The device history record for radiesse(+) injectable implant could not be reviewed as the lot number was not reported.

Event description:
This spontaneous report was received from a us health care professional and concerns a female patient. She was injected with radiesse(+). Batch number was reported as unknown. After the radiesse(+) injection, the patient experienced a potential vascular occlusion (reported as potential vo). The reporter saw the patient in the office and stated that the patient seemed to be doing fine at the time of this report. Due to the provided information, the outcome of the event was considered as resolved.